Event description:
The dealer alleges the consumer has fallen twice while being lifted in the unit. Dealer states the lift does not have wheel locks. No injury is alleged.

Manufacturer narrative:
Dealer alleges consumer has called 911 twice due to falling while being lifted in the lift. This is a product for everyday pt handling for pts who can bear some of their own weight. Locking type casters are not on the ghs350 pt lift nor specified in the manual to this product. Current user manual clearly covers proper use and transfer operations of this type of lift. No history to suggest a product problem. Info indicates a potential transfer error likely. Product has not been returned for eval at this time. MDR filed as a conservative measure.